Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
On (B)(6) 2013 the customer noted a patient generated an erratic magnesium result while using the architect c4000 analyzer. The following results were provided (customer range 1.6-2.6 mg/dl): initial 6.9 mg/dl, restest 1.5 mg/dl no impact to patient management was reported.